Manufacturer narrative:
(B)(4). Batch # u93981. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. Two malformed clips were returned inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed five conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, an el5ml malfunctioned. Staples were coming out of the side and not clipping at all. The clip applier was not working from the beginning. The surgeon noted that the clips deployed through the side of the jaws and never loaded between the jaws. When the clip came out the side of the jaws, they were severely malformed. The clips were almost completely straightened. There were no patient consequences.